Manufacturer narrative:
(B)(4). After inserting a battery simulator into the battery compartment and measuring the current draw of the unit, the unit powered up with a blank display drawing a high amount of current. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, or the motor inside the unit. The high current draw was isolated to pcba1. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display.

Event description:
Information received by medtronic indicated that the insulin pump was overheating. Issue was resolved after inserting the new battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.